Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's incision had opened and the device was exposed. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.